Event description:
Caller states he began utilizing medtronic minimed 530g insulin pump (B)(6) 2013. By (B)(6) caller reports that he experienced 2 motor alarms causing the device to stop delivering insulin. In the event of a motor alarm caller states he was instructed to call the MFR and return the pump. The first pump was returned and the second one was sent to him by manufacturer. Within 24 hours of receiving the second device the caller states he experienced 2 motor alarms. Caller proceeded to return the second device and then received the third device from the MFR. On (B)(6) 2014, caller reports experiencing 2 motor alarms on the third pump. Caller has notified the MFR and is now awaiting the fourth pump.